Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that last night the patient was charging her ins and her controller screen suddenly showed many screens at one time. At the same time the patient received a "shock." During the call, the consumer reset the controller screen and verified that the controller was working as expected. The consumer turned on stimulation and the patient again felt the "shocking" feeling. It was a different sensation than her normal stimulation. The consumer denied any falls or traumas for patient. The intensity was set where it normally was. No further complications were reported.